Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2018. It was reported that on (B)(6) 2019 the patient was admitted with anemia, somnolence and concern for gastrointestinal(gi) bleeding. Patient received 1 unit of packed red blood cells (prbcs) and underwent a capsule endoscopy on (B)(6) 2019. On (B)(6) 2019 the patient had a esophagogastroduodenoscopy(egd) and on (B)(6) 2019 also had a small bowel enteroscopy with double balloon. The capsule endoscopy showed small bowel arteriovenous malformations(avms), and the egd was normal. Patient was bridged with heparin and on (B)(6) 2019 was discharged home. Multiple attempts were made to obtain additional information; however, none was provided.